Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that there was a software issue or crash however confirmed that the battery contacts were bent as the back up battery could not be installed. Replaced battery contacts with salvage material. Reloaded and updated software. The device then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer randomly crashed several times. An attempt was made to resolve the issue by updating the programmer software via the software distribution network (sdn) but the user was unable to update despite several attempts. The battery terminals of the programmer were also reported to be bent and the battery could not be inserted as a result. The programmer was returned for service. There was no patient involvement.